Manufacturer narrative:
As reported, 3dmax box packaging film was contained foreign material. Based on review of photo provided, there was a small discoloration that presents just on the edge of the identifying label. The sample has been returned for evaluation and root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1425 units released for distribution in october 2023 addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of returned sample finds the foreign material to be particulate residue from the overshipper carton. Based on the sample evaluation and investigation performed, the issue that presented is determined to be manufacturing generated. Be assured, the issue has been addressed with the appropriate manufacturing personnel. Updated fields: b4, d4 (UDI), g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported an insect-like substance was found in the unopened 3dmax packaging film of the box, after delivery. There was no patient involvement.

Event description:
As reported an insect-like substance was found in the unopened 3dmax packaging film of the box, after delivery. There was no patient involvement.

Manufacturer narrative:
As reported, 3dmax box packaging film was contained foreign material. Based on review of photo provided, there was a small discoloration that presents just on the edge of the identifying label. The sample has been returned for evaluation and root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.